Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patients medical history included obesity, multigravida and parity (parity-3-0-2-3). Essure confirmation test: (B)(6) 2009: bilateral occlusion. Concomitant products included spironolactone since 2018. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"), tooth disorder ("dental probs ,"), vaginal discharge ("vag. Discharge/vag.") And migraine ("migraine, headaches"). In 2010, the patient experienced female sexual dysfunction ("apareunia,"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss") and constipation ("constipation"). In 2011, the patient experienced rash ("rash/skin condition:thigh") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced urinary tract infection ("bladder/urinary problems: uti/bladder problems, urinary problems, bladder: infection uti"), fatigue ("fatigue,") and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced hirsutism ("hormonal, changes/facial hair grow"). In 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, urinary tract disorder ("bladder/urinary problems: urinary probs,"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder/urinary problems: bladder probs,"), gastrointestinal disorder ("gi, conditions") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, hypersensitivity, urinary tract infection, bladder disorder, tooth disorder, hirsutism, vaginal discharge, migraine, fatigue, gastrointestinal disorder, alopecia, weight decreased, vaginal haemorrhage, vaginal infection, constipation, nausea and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hirsutism, hypersensitivity, menorrhagia, migraine, nausea, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: coils:right tube: 2 of coils, left tube: 6 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: abnormal bleeding (vaginal), vaginal infection, constipation, nausea and allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event abnormal bleeding (vaginal), vaginal infection, constipation, nausea and allergy to metal were added. Reporter information, lot number and lab test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: (B)(6) 2009: bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, urinary tract disorder ("bladder/urinary problems: urinary probs,"), female sexual dysfunction ("apareunia,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti/bladder problems, urinary problems, bladder: infection uti"), bladder disorder ("bladder/urinary problems: bladder probs,"), tooth disorder ("dental probs ,"), vaginal discharge ("vag. Discharge/vag."), migraine ("migraine, headaches"), fatigue ("fatigue,"), gastrointestinal disorder ("gi, conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal, changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, hypersensitivity, urinary tract infection, bladder disorder, tooth disorder, hormone level abnormal, vaginal discharge, migraine, fatigue, gastrointestinal disorder, alopecia and weight decreased outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia, migraine, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced by apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, hypersensitivity, bladder/urinary problems: bladder probs, urinary probs, bladder problems, urinary problems, bladder: infection uti/bladder/urinary problems: uti, vag. Discharge, dental probs ,hormonal, changes, migraine, headaches, nausea, fatigue, gi, conditions, hair loss, weight loss, perforation: fallopian tubes, uterus were added. Lab data suspect drug indication added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.